Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Hospital discarded as biohazard.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity"

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to tibial subsidence. All components were removed and replaced with a total knee system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. All components were removed and replaced with a total knee system.